Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and identified a worn blender pressure regulator as the root cause of the reported event. The carefusion field service representative replaced the blender regulator and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. Carefusion recommends the blender pressure regulator to be replaced annually as part of the device's annual preventative maintenance.

Event description:
The following description of the event was documented by a carefusion technical support in response to a phone conversation with a carefusion field service representative. "Carefusion service representative [name removed] reported this problem, he claims the pressure regulator has a leak and he is going to replace it and correct this problem, ventilator was not on a patient."